Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter bends/wrinkles during puncture causing it to leak during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: samples have not been received for analysis of the incident in question. DHR review: the following assembly batch used in the final claimed product list: 7009928 was analyzed: the final assembly lot: 6334503 assembled in the period from 11/30/2016 to 12/24/2016 was analyzed and records of parts with lie distance were evidenced that could lead to bending and wrinkling of the catheter during puncture. However, without the presence of samples it is not possible to state whether this record is in fact related to the problem in question. Qn/ ncmr review: in addition to quality notification #: 200670189 on needle penetration test failure, quality notification#: 200674154 for the lie distance defect (which could lead to the incident in question) was also evidenced for the batch assembly used in the final product batch. However, without the presence of samples it is not possible to state that this nonconformity evidenced is in fact related to the claimed problem. Investigation conclusion: not confirmed: bd was unable to confirm the claimed defect. Investigation comment: although nonconformity records were evidenced for the assembly lot involved in this claim, it was not possible to confirm. Because without the presence of the sample complained of to evaluate the characteristics of the product (especially of the catheter tip and verification of the lie distance), it is not possible to state whether the investigative findings could actually have led to the incidents in question or if it was caused by a failure of use of the product by the user. As no samples were received for analysis, it was not possible to conclude whether this complaint is related to a failure generated in the manufacturing processes or if it was generated by a misuse of the product. This way the root cause for the claimed incidents is undetermined.